Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that  they were thinking of having the system removed because since implant it never "really did anything" for their symptoms. The patient stated they had the implant for strong contractions and that they had the implant placed to reduce the contractions however when the contractions were reduced from the therapy, they didn't have any bladder control/they couldn't hold their bladder. The patient stated they were getting up 3 and 4 times a night. They had to catheterize because they couldn't empty their bladder. Patient services attempted to clarify if the need to self-catheterize had been part of their underlying urinary dysfunction however the patient did not clarify. They only stated that they've tried everything and nothing has helped. The patient was going to reach out to their interstim managing hcp regarding their concerns and to potentially discuss removing the implanted system. The patient was also going to be sure that the interstim hcp consulted with the scs physician prior to implanting the scs device. No further patient complications are anticipated or expected as a result of this event.

Event description:
Additional information was received from the patient. It was reported that the patient could not get an MRI done as they were not eligible. They did a CT scan instead; the issue was resolved. Urinary retention was not a pre-existing issue . The higher they turn the number the more they retain. Device removal or replacement is planned, but not yet scheduled. The lower the number the patient has more contractions.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.